Manufacturer narrative:
(B)(4). The device was serviced onsite by a field service technician. An alarm log review and power on self-test were performed and evidence of the door open alarm was identified. Visual inspection revealed a broken door. The reported condition was verified. The cause of the condition was due to a broken/cracked door. The pump head door assembly was replaced to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a door open alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.